Event description:
It was reported that the patient experienced infusion set cannula was bent and had high blood glucose event for three to four hours which was treated by pump changed cannula on (B)(6) 2026. The infusion set was in used for two days and site location was buttocks.

Manufacturer narrative:
E1: patient city: (B)(6) de los barros. Patient country: spain. (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.